Event description:
It was reported that pt underwent total knee arthroplasty (B) (6) 2007. Top of tibial plate had heavy machine lines, surgeon was concerned the lines would cause back side wear on the tibial bearing.

Manufacturer narrative:
There have been no trends identified related to this type of event. Evaluation of returned device found machine lines do not meet acceptable quality standards. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.